Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion the device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert as below; ¿there is a little radiolucency visible around the anterior part of the implant. This could be interpreted as sign of a loosening. The pe does not show signs of breakage or dislocation. The talar component-like the tibial- shows some discrete signs of loosening. Both components show a little bit of a lateral shift. The tibial one seems to be slightly dislocated.¿ based on investigation, the root cause was attributed most likely to a patient related issue. The failure was caused due to poor bone metabolism if device is returned or any further information is provided, the investigation report will be reassessed. Device remains implanted in patient.

Event description:
It was reported that the patient may need to undergo a revision surgery for a prior total ankle replacement.